Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implants. As a result, the patient has been experiencing severe pain, discomfort, inflammation in and around his implant. Due to the patient's chronic pain and discomfort and other symptoms the patient was revised. Update 4/1/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and suffering, decreased range of motion, decreased mobility, increased risk of dislocation, increase risk for future revision, metal toxicity, patient must limit high impact movement, exercise and sports, has continued stiffness and soreness when sits or drives for long periods of time. Medical records reported lab results greater than 7 parts per billion, MRI results reportedly showing pseudotumor, and pathology reportedly showing fibrosis, fat necrosis, acute and chronic inflammation. Revision surgical note reported black stained tissues including dark stained synovium, metal particles, gray milky joint fluid and surgeon was unable to remove metal liner. The surgeon did not revise the liner or cup but chose to revise femoral head form metal to ceramic. Cup added for malfunction. Part/lot updated. The complaint was updated on: apr 21, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.